Event description:
Analysis was completed for the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.684 volts during completion of the final electrical test and shows an ifi=yes condition. There were no performance or any other type of adverse conditions found with the pulse generator. Also, a review of the internal memory from the generator revealed that impedance was within normal limits on (B)(6) 2018 at 2211 ohms (which is the date of explant). Analysis on the returned lead was completed. The lead connector boot has partial detachment from the connector ring in the vicinity of the connector ring exposed surface and at the ring/backfill interface. The reason for this condition is unknown. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. No additional or relevant information has been received to date.

Event description:
Results from generator diagnostics that were performed with the m106 used during surgery were received an confirmed to be within normal limits. No additional or relevant information has been received to date.

Event description:
It was reported that, during a replacement surgery, system diagnostics were performed and resulted in low output current and low impedance. During surgery, the surgeon identified a break in the lead. Generator diagnostics were reported to have been performed during surgery with a test resistor inserted into the generator, and resulted in normal values. The lead was also replaced during surgery. The explanted lead and generator have been received by the manufacturer. Product analysis is underway but has not been completed to date. No additional or relevant information has been received to date.